Manufacturer narrative:
(B)(4). Customer returned pump for an alleged low battery life or low battery alert found on (B)(6) 2022. The pump passed the self test, displacement test, active current measurement and sleep current measurement. The pump was monitored for several hours and no unexpected low battery life or low battery alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The pump trace download analysis confirmed the pump alarmed pump error , low battery life or low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm. No power error , low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, pump error alarm was recorded and found in the formatted history file on: (B)(6) 2021 19:00:00.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 17:38:00.000. (B)(6) 2021 20:06:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 10:03:03.000, (B)(6) 2021 04:03:58.000. (B)(6) 2021 16:04:06.000, (B)(6) 2021 06:04:33.000. (B)(6) 2021 12:02:43.000, (B)(6) 2021 18:04:53.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 10:00:00.000, (B)(6) 2021 04:00:00.000. (B)(6) 2021 16:00:00.000, (B)(6) 2021 06:00:00.000. (B)(6) 2021 12:00:00.000, (B)(6) 2021 01:00:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 01:31:00.000 and (B)(6) 2021 01:41:00.000. And power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 01:42:17.000, (B)(6) 2021 01:42:28.000. (B)(6) 2021 18:05:56, (B)(6) 2021 18:06:07.000. The power management tool confirmed pump error , low battery life or low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Pump error alarm, low battery life or low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm were confirmed. Pump error alarm, low battery life or low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm due to connector resistance issue on j6/pcb1. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump battery lasted only for few days. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that the insulin pump was returned for analysis.